Event description:
It was reported during the (B)(4) study that there was "limited left ventricular (lv) lead dislocation" the lead was reprogrammed from lv tip to right ventricular coil configuration and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.